Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the hst iii seal (4.5mm) sticker (seal) was caught in the delivery device and could not be used. They opened and used a new one. The operation has been completed without any problems.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the hst iii seal (4.5mm) sticker (seal) was caught in the delivery device and could not be used. They opened and used a new one. The operation has been completed without any problems. There was no damage to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, b5, g4, g7, h6, h10.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 25160573 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.